Manufacturer narrative:
B3 - date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient lost significant weight and due to this experienced discomfort at the ipg site. It was noted that the patient's ipg migrated. As such, surgical intervention took place on (B)(6) 2024, where the pocket site was revised and bringing ipg to its original place. Therapy was also restored.